Event description:
The consumer reported via the manufacturer representative that the patient was doing well. They were alert, engaged in conversation, cracking some jokes, and asking appropriate questions about family members. Then the tremors suddenly started, and the patient was unable to move or unable to even assist when they tried to help the patient move. The patient just slid off the chair and onto the floor. It was noted the patient was totally dead weight. It was stated the patient was conscious and cognizant but was unable to control the major tremors or move their arms/legs. Their vitals were mostly okay when the paramedics arrived. The paramedics noted the patient¿s oxygen level was low, around 92%. According to the consumer, the implantable neurostimulator (ins) possibly wasn¿t charged by the patient¿s ecf staff leading to the discontinuation of therapy. It was stated the actions/interventions taken to resolve the reported issue were the consumer called paramedics and charged the patient¿s ins. It was noted the issue was resolved at the time of the report. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.